Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. During the procedure, the physician noted insulation damage on the right atrial (ra) lead. No electrical anomalies were noted. No changes were made to the ra lead. The patient was stable throughout.